Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was discovered that the oscillating saw attachment device would not stay locked when engaged and vibrated to unlock. There was no delay in the surgical procedure. The device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that this device was for veterinary use only and has not been used on a human patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The lot number was documented as 1037 in the initial report. It has been updated to 1037-r. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Visual assessment found that the sleeve and coupling pin were worn. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.